Event description:
Customer reports that a barb was found on the needle. Needle was not used in procedure. There are no reported adverse consequences to the patient related to this event.

Manufacturer narrative:
Two needles returned were visually examined as per ethicons "finished needle quality standards for all needle types" and the results obtained were zero defects. No lot number identification was provided with the complaint. Accordingly, no batch history record review could be conducted. Ethicon will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.